Event description:
The pump was returned for investigation. Investigation revealed a dim and reddish display and a broken clip. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display screen was observed to be dim and reddish in color. The plastic clip was observed to be broken and a piece of the plastic clip was stuck in the clip insert groove. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).